Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of non-physiological noise while the patient was sleeping. The patient will be seen in clinic for further testing. Besides the inappropriate shock, no other adverse patient effects were reported. This system remains in service. Additional information: this patient was seen in clinic, and the health care professional (hcp) was unable to recreate the same type of noise with several isometric maneuvers and lead/can manipulation. X-ray imaging showed very good system position. As such, the hcp elected to change the sensing vector from primary to secondary. Technical services (ts) was also consulted and provided additional troubleshooting recommendations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of non-physiological noise while the patient was sleeping. The patient will be seen in clinic for further testing. Besides the inappropriate shock, no other adverse patient effects were reported. This system remains in service.